Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked requiring intervention. It was reported that on (B)(6) 2022, an off-label procedure was performed to treat mitral regurgitation (mr) and tricuspid regurgitation (tr). The triclip steerable guide catheter (tsgc) was advanced to the mitral valve and an xtw mitraclip (20330r118) was placed on the anterior-posterior leaflet. Post deployment the clip opened to 35 degrees but was still attached to both leaflets. A second mitraclip was implanted next to the first clip to stabilize it. The mr was reduced from a grade of 4 to a grade of 1-2. Then the tsgc was retracted to the right atrium to treat tricuspid regurgitation. Two mitraclips were implanted with no reported issues, reducing the tr from grade 4 to grade 2. The physician was made aware that mixed usage of triclip and mitraclip products as well as treating the mitral valve with a triclip guide as well as placing mitraclips on tricuspid valve is off-label. Physician confirmed and decided to proceed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked (cowl) could not be determined. Unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).